Manufacturer narrative:
(B)(4) for the reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03253 and 3005099803-2015-03254 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during preparation, the hydrophilic tip was found detached, exposing the tip of the metal corewire. A second jagwire guidewire was prepared; however, the same issue was found. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the distal tip was detached. The core wire and corewire tip were exposed by approximately 10mm and 0.5mm. The remaining pebax had a straight cut which was consistent with damage due to mechanical causes. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during the manufacturing process. There was no evidence of core wire fracture. The complaint is consistent with the returned guidewire that the distal tip was detached, exposing the tip of the metal corewire. Based on all gathered information, the most probable root cause is "handling damage¿. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03253 and 3005099803-2015-03254 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during preparation, the hydrophilic tip was found detached, exposing the tip of the metal corewire. A second jagwire guidewire was prepared; however, the same issue was found. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.